Event description:
A pharmacist reported that a hair was visible in an aquacel surgical cover dressing. The dressing was removed from use because it contained a half within the sterile chevron.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. According to the reporter, the unopened dressing has been retained. A return sample for eval is expected. Should additional info become available a follow-up report will be submitted.